Manufacturer narrative:
The investigation for the pump stop has been completed. Data logs were investigated and it was confirmed that alarm 115 triggered and a motor current spike to roughly 30,000 occurred, indicating an electrical issue. There were no motor current spikes or purge trends leading up to the event, suggesting that biomaterial ingestion did not cause the pump stop. Returned product was investigated and it was found that all three phases of the motor cables were open lines. The red handle was opened and it was found that the motor cables were broken between the pcb and the catheter side kink protector. Additionally, visual inspection did not show any evidence of biomaterial ingestion. This indicates that while the patient was being repositioned, excessive force was likely applied to the joint between the red handle and pump catheter. The root cause of the pump stop was determined to be an open electrical line.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use state the following: section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The us complainant had a 5.5 support ongoing for 11 days for a patient admitted in with cardiogenic shock / acute myocardial infarction. The pump was supporting until the 11th day when the patient was put into trendelenburg position and the pump stopped. All troubleshooting measures were taken, but they were unable to restart the pump and so the pump was replaced in the operation room. The patient survived the event.